Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm during testing noted during testing. No unexpected restart alarm noted. No damage found on interface board noted. Motor passed motor test. The insulin pump was received with bleeding lcd glass, minor scratched display window and missing end cap sticker. The drive support disk was inspected and no anomaly was noted during testing.

Event description:
The customer reported via phone call that the piston was pushing too strong. The customer also reported that the insulin pump alarmed unexpected restart. The customer's blood glucose was 124 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The insulin pump was returned for analysis.